Event description:
It was reported to boston scientific corporation that a lynx system was used during a vaginal sling procedure. According to the complainant, during the procedure, the patient's right side of the bladder was perforated. The entire device was removed from the patient, but the procedure was completed with this device. The patient was discharged home with a foley catheter in place to allow the bladder to heal. The patient's condition was reported to be "fine".